Event description:
Septal puncture was performed with rf needle. Description of health hazard - diaphragmatic nerve palsy. Description of health hazard (other) - first-degree atrioventricular block. Progress - it was a combination case of polar fit and carto 3. There was diaphragmatic nerve palsy during rspv cooling. Cf monitoring methods - real time graph; dashboard; vector; visitag. Coloring setting of visitag - tag index. Additional filter for visitag - fot. The physician's opinions on the relationship between the event and the product (comments) - no problem with the product. Were any abnormalities observed prior to use of the product? None. Were any abnormalities observed during use of the product? None. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5150693.